Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2017 and 22/jan/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight within specification, yellow particles, crease folds and deformation. Cloudy color and bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was ¿persistent dehiscence in t shape". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reports right side ¿persistent dehiscence in t shape¿ and "small collection adjacent to implant". The device has been explanted.